Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. Lead dislodgement was noted. The rv lead was explanted.

Manufacturer narrative:
The reported events of dislodgement and high capture threshold was not confirmed, while the reported event of failure to retract helix was confirmed. As received, a complete lead was returned in one piece with the helix retracted and covered with blood/tissue. X-ray examination of the lead noted the inner coil was overtorqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
New information received indicated that the presented to their 6-week follow-up check in-clinic when high capture threshold was noted. An x-ray was performed revealing lead dislodgement. During lead revision, the helix would not retract. The decision was made to replace the lead. The patient was asymptomatic and was in stable condition.